Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due to a defective charged coupled device (ccd). It was also noted the cabling was cut. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus their hd camera head does not display an image when connected. The event occurred during an unspecified therapeutic procedure. There was no reports of death, harm or injuries related to this event.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Update to section b3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, charge-coupled device (ccd) was found to be defective. It was, therefore, possible that the reported phenomenon of ¿no image¿ occurred because the video function did not work properly due to defective ccd. Olympus will continue to monitor field performance for this device.